Event description:
Information was received that while a smiths medical hotline fluid warmer has no power. It was reported that device did not turn on when trying to put it into use. No patient injury was reported to the customer.